Event description:
It was reported that patient (pt) is 24 hours post coronary artery bypass graft (CABG) surgery; coded earlier in the day. Very low stroke volume (sv) and ejection fraction (ef), significant heart wall damage. Rn phoned the clinical support specialist (css) stating a high pitched rapid "muffled" alarm sound was coming from the intra-aortic balloon pump (iabp). Pump is pumping well, no messages displayed, just the audible alarm. Rn had pressed alarm reset several times with no change in the alarm. The css verified with rn that pump is pumping, no alarm codes are present & no alarm message displayed or strip printed. Css explained that rn should power off & power back on (reboot). The surgeon didn't want to do that due to pt's condition. Css advised that they could continue to try to reset & power off if pt's status changes. Css gave the rn her direct number should the rn need to call. In the mean time the css verified with the field service engineer that no other potential correction was an option. At 2233 hours, the css called the rn back to check the status; pump is still alarming & rn stated "the pt has coded again and recovery is doubtful."at 0001, the css called rn again & they stated that they had powered off & on & the alarm went away. Pt has since expired, unrelated to the iabp.

Manufacturer narrative:
(B) (4). Device will not be returned for eval.